Event description:
Deployed stent then went to pull stent balloon out. There was part of lesion that was expanded well and stent balloon got caught up in lesion and did not come out. Doctor then pulled delivery system out. Stent balloon left in coronary.